Event description:
It was reported that during an angioplasty procedure, a guide wire tip detachment occurred. The lesion being treated was located in the main coronary artery. It was reported that "the wire blocked into the artery and the distal tip detached." The portion that detached was polymer only. As retrieval attempts were unsuccessful, the guide wire tip fragment was secured with a bare metal stent. Multiple attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
The guide wire has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.